Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3887-33, lot# j0123293v, implanted: (B)(6) 2001, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 748925, serial# (B)(4), product type: extension. Product ID: 748925, serial# (B)(4), product type: extension. (B)(4).

Event description:
It was reported that the patient had 5 different implants and 7 different implant surgeries because the device had to be moved/repositioned. Refer to manufacturing report # 3004209178-2014-16703 for additional information on related events.